Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported via user facility medwatch (B)(4) that balloon rupture occurred. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was advanced to the lesion within the coronary artery. The balloon was inflated however it ruptured at 20 atmospheres. It was reported that medical intervention was required.